Event description:
The customer obtained falsely high troponin I results or plasma samples from multiple sequential draws from one patient. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.